Manufacturer narrative:
The technician troubleshot the stretcher and found both left foot and left head brake casters needed brake adjustments. The technician tightened the adjustment on the left foot and left head brake casters to resolve the issue.

Event description:
Technician alleged that the left foot and left head brake casters are not holding when set. No pt impact.